Manufacturer narrative:
(B)(4). Additional info will be provided upon conclusion of the investigation. (B)(4).

Event description:
When complaint was submitted, the extent of the issue was not clear. The leg of the device was said to be bent and there was cracking around the welds. No pt was involved. We were told "the leg was bad." The part has been returned to the MFR for further analysis. After inspection of the weld, it was found that the weld on both sides of the leg pivot was completely detached. The pivot of the leg still remained stuck inside the tube of the leg. After this finding it was decided to report this malfunction in abundance of caution.